Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during preparation of the 3.5 x 28 mm vision stent delivery system (sds), it was noted that the stent was not on the sds balloon, and was missing. A new 3.5 x 28 vision sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.